Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hyperglycemia as well as hypoglycemia and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s high blood glucose level was 435 mg/dl and low blood glucose level was 38 mg/dl and the sensor glucose was 108 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend event and the threshold suspend or low suspend limit in the sensor settings was 50 mg/dl. Customer states the sensor appear retracted or damaged. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The device will not be returned for analysis.